Event description:
It was observed during the device inspection that there was dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the dirt on the lens caused poor visibility; however, the root cause of the dirt on the lens was not determined. Olympus will continue to monitor field performance for this device.